Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation for the fracture of proximal end of humerus with the depth gauge in question. The depth gauge was stuck to the contralateral cortex during measurement and broke in the body. However, the surgeon did not notice that there was a broken piece, so he inserted a screw. The piece of depth gauge was pushed deeper and faced to the thoracic direction. The surgeon noticed this event when he checked the image during the surgery, and finally was able to remove the broken fragment of the gauge. The surgery was completed successfully within a thirty (30) minute delay and no pieces remained in the patient. This was confirmed by x-ray. The patient outcome was reported as stable. This report is for a depth gauge. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G2 h3, h4, h6: part: 03.019.017. Lot: 8419631. Manufacturing site: werk hagendorf. Release to warehouse date: june 04, 2013. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to jrz pal for evaluation. The jrz pal team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that depth gauge f/ml hum nail was broken in two pieces, insertion needle is unattached from the rest of the gauge. No other issues were identified with the device. The embedded condition cannot be confirmed based on available information. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition depth gauge f/ml hum nail in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the depth gauge f/ml hum nail. While no definitive root cause could be determined, it is probable that the depth gauge f/ml hum nail was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the drawing reflecting the current and manufacture revision was reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.